Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the pump fill estimate remained static. Blood glucose ranged from 90-300 mg/dl. Reportedly, customer used fiasp insulin. The supplies were changed to address the event using humalog insulin and insulin delivery was resumed.